Event description:
A baxter service technician reported an infusion pump with an 550 failure code which occurred during service. The hospital's representative stated that it was unknown if there have been any reports of any patient incident involving the pump since the last baxter service event. It was unknown if the failure occurred during patient use or biomed testing. Additional contact information was requested but not provided.